Manufacturer narrative:
N/a.

Event description:
The following has been reported: lvp screen intermittently flickers. The issue is most obvious while the demonstration popup is visible or when viewing the flow dial demo. Issue also appears when user makes selections on the screen. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen, flickering) an active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for a flickering screen. Upon booting up the device, the screen flickers while operating the pump. Internal inspection of the device did not reveal any damage. All connections related to the lcd screen were seated correctly. Device logs indicated no errors that would be related to the complaint.